Event description:
The customer reported that the system would shut down without command. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an over the phone investigation. The customer replaced the battery and the battery charger board. The system was then found to be working as intended and put back into service.